Event description:
Physician was removing the chest tube and part of the chest tube remained in the patient. Patient had to return to surgery for a thoracoscopy and removal of foreign body. Chest tube piece was retrieved and sent to pathology.